Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a serious injury or death.

Event description:
A cyberonics employee was contacted by the treating neurologists office. It was reported that the doctor had received high lead impedance readings (dcdc code 7 and limit) on both system and normal diagnostics testing of the patient's device. The near end of service indicator was no. The patient had not been seen for vns followup for over the past 18 months. There was no report of the patient experiencing any injury or trauma that may have damaged the vns therapy system. The patient has reportedly been doing well over the past two years with no increase in seizure activity. The doctor indicated that since the patient was doing so well, he planned to program the device to off and monitor her progress without the vns therapy.